Event description:
It was reported that after a successful angioplasty of the right iliac artery, the pta balloon took 3 minutes to deflate. The physician used a percutaneous, femoral artery approach. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed and the lot met all release criteria. The returned sample was evaluated and the visual examination of the returned catheter revealed that the refolding tool was present and the catheter was severely kinked in two places. An attempt to inflate the balloon was unsuccessful using a 20cc syringe and water, but no blockage was noted when a mandrel was inserted through the hub. Due to the severe kinking in the catheter though, the 0.035 guidewire could not be inserted. The kinks were somewhat straightened out, making the inflation of the balloon possible. The balloon was first inflated with water and then testing was repeated multiple times using 50/50 saline and contrast media. The average deflation time was 45 seconds. It appears that the severe kinks in the catheter may have caused the extended deflation time during the evaluation; however, the excessive deflation difficulty of 3 minutes could not be duplicated. The investigation is confirmed for difficult to deflate. It can be assumed that the kinks caused the slow deflation time; however there is not sufficient evidence to support this claim. Root cause is unknown. The current information for use (IFU) states: do not continue to use the balloon catheter if the shaft has been bent or kinked.